Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line. The event occurred while the patient was connected to the homechoice machine for their initial drain. There was nothing found during troubleshooting that would cause or contribute to the air. The patient was advised to end therapy and start over with new supplies. The patient planned to notify the nurse regarding the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.